Event description:
It was reported that the patient was reported to have twiddler's syndrome. The right atrial (ra) lead was found to have dislodged and exhibited non capture and high pacing impedance while to pacemaker was observed not to have migrated significantly. The right atrial (ra) lead was explanted and replaced while the pacemaker was re-positioned successfully. The rest of the system remained implanted. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement due to twiddlers syndrome, failure to capture and high pacing impedance. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The full helix extension length was measured to be within specification. The reported events of failure to capture and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.